Manufacturer narrative:
Investigation ¿ evaluation a visual inspection of the returned device was performed. The investigation also included review of complaint history, the device history record, drawings, instructions for use, quality control data, and specifications. One device was returned for investigation. The device was returned with a label lot number 8298336 and the box lot number 8433271. A visual examination noted the device has a 6 cm longitudinal split in the balloon material. There appears to be a puncture mark along the split. The corner of the split turns inwards-appearing to be a puncture point. The device history records for lot 8298336 and 8433271 were reviewed. It was noted there were no non-conformances related to the reported failure mode in either of the lot records. A review of complaint history revealed this is the only complaint associated with either of the complaint device lot numbers (8298336 or 8481271). A review of relevant manufacturing documents was conducted. This device is 100% inspected visually for surface imperfections and functionally tested for leaks, inflation, and deflation. As found in the instructions for use (IFU): precautions: avoid excessive force when inserting the balloon into the uterus. Warnings: the maximum inflation is 500ml. Do not overinflate the balloon. Over inflation of the balloon may result in the balloon being displaced into the vagina. The complaint was confirmed based on the device evaluation. Any damage to the balloon prior to inflation can cause the balloon to burst when inflated. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the patient had a placenta previa and a caesarean section was performed. The bakri tamponade balloon catheter was inserted by a transperitoneal approach for atonic bleeding. 150ml of saline was injected to inflate the balloon after closing the incision site. However, because the physician noted instantly that the balloon was deflating, he decided to use another device instead. Since another balloon device could be inserted through the vagina, saline was injected to the balloon, which resulted in arrest of the bleeding eventually. When the user checked the complaint device after the procedure, he confirmed a tear in the balloon material in a longitudinal direction. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). PMA/510(k) #: k170622. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the patient had a placenta previa and a caesarean section was performed. The bakri tamponade balloon catheter was inserted by a transperitoneal approach for atonic bleeding. A 150ml of saline was injected to inflate the balloon after closing the incision site. However, because the physician noted instantly that the balloon was deflating, he decided to use another device instead. Since another balloon device could be inserted through the vagina, saline was injected to the balloon, which resulted in arrest of the bleeding eventually. When the user checked the complaint device after the procedure, he confirmed a tear in the balloon material in a longitudinal direction. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
New information: customer reported on (B)(6) 2018, the lot# is changed from 8433271 to unknown. The lot# of the complaint device is either 8433271 or 8298336. One of them is the complaint device and the other one is the replacement device used during the procedure.